Manufacturer narrative:
The insulin pump was unable to prime during prime test due to loose/protruded drive support disk. No prime alarm noted. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corner, and cracked on display window noted.

Event description:
The customer reported via phone call that the insulin pump keeps alarming compromised force sensor system during prime and insulin continues to drip after motor stops. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value was 220 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.